Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had high impedances that were interfering with his stimulation. Healthcare provider (hcp) attempted to program around and through high impedances. Patient received some benefit but surgeon wanted better results. Surgeon elected to fully remove his previous system and implant a new bilateral system in order to improve the benefit the patient was receiving. He was still receiving benefit even with the high impedances but surgeon said there was ¿room for improvement¿ due to the high impedances. Manufacturer representative (rep) reports the issue was resolved at time of report.